Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified the problem that could have contributed to the reported condition. A device history review was completed and revealed no findings that could have directly contributed to the current complaint. The reported condition was verified. The reported problem 'constant downstream occlusion ' was confirmed during the event history log (ehl) review but not reproduced during evaluation and found to be caused by a force sensor scale factor out of calibration. Force sensor scale factor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant downstream occlusion found in biomed service department during programming/setup. There was no patient involvement associated with this event. No additional information is available.